Manufacturer narrative:
Concomitant medical products: product ID: 3889-28: lot#: va1q969, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1q969, ubd: 02-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had an x-ray done at their chiropractic appointment and it showed the leads ¿laying more on the bladder.¿ the patient stated that they did not think that the lead was located in the right place, but also that the device was helping with 98% of their urinary symptoms. It was recommended that they follow up with their healthcare provider, as they had not already done so. It was also noted that the patient has sacroiliitis, lumbar problems, and scoliosis. No further patient complications are anticipated or expected as a result of this event.